Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 5 received a partial fill. The cycle 5 drain was completed on (B)(6) 2011 at 07:32:16, and the user's actual drain volume during cycle 5 was 2399 ml. The actual drain volume of 2399 ml is 159.9% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:26:11. During night drain cycle 5, the patient's ultrafiltration reading was 901ml, indicating the home patient (hp) drained 901ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.